Event description:
It was reported that the safety bar is broken which could effect unloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that the safety bar pivots were broken however there were no functional issues reported as a result of broken pivots.

Event description:
It was reported that the safety bar is broken which could effect unloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.